Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h6 and h10. Results of investigation: the vyaire failure analysis laboratory received the exhalation valve assembly and performed a failure investigation. The issue reported by the customer could not be duplicated. The technician visually inspected part, noticed dust cover to be damaged and exhalation valve receptacle to be missing. Installed known good dust cover and receptacle on exhalation valve assembly, then installed exhalation valve on to a known good vela unit and powered in to service mode. Performed leak test and the unit passed. Executed exhalation valve characterization, calibration was accepted. Cycled the power in to user mode, the unit was cycling without fault.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the exhalation valve assembly and accomplished 2 year pm. Performed operational verification procedure (ovp) and performance check all passed. All work accomplished per vela service manual rev. F. Vent is operational and meets OEM specifications.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.